Manufacturer narrative:
(H3) the revision reported was likely the result of acetabular liner fracture. However, the root cause for the observed acetabular liner fracture cannot be determined as explanted devices were not returned for evaluation, radiographs were unable to be obtained, and information such as patient demographics, implant orientation, and details regarding the revision surgery were not provided. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after.

Event description:
As reported, approximately six years post initial tha, female patient had a revision for an unknown reason; images were received showing possible prosthesis wear. The device is not available for evaluation. No other information reported.

Manufacturer narrative:
Concomitant medical products - biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.